Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed, causing first prime to end prematurely. After 30 pulses across both priming sequences, the needle mechanism was not deployed. Rotational sensor abnormalities were replicated in the rerun. Contamination was observed on the commutator cap, which is confirmed as the cause of the rotational sensor abnormalities and the reported needle mechanism failure. Cracks were observed in the top and bottom housing. It could not be determined when the cracks occurred and if the cracks contributed to the commutator cap contamination and not deployment of the cannula.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.